Manufacturer narrative:
A device history record review did not identify any nonconformances or deviations associated with the manufacture of the device. The device met all specifications when released. The device was not returned for analysis. Based on the limited information available, the reported issue could not be confirmed. There is no indication that the device malfunctioned resulting in the event. There are a number of potential causes, including incorrect size selection of the device but there is no information to suggest this was a factor in this particular event. Based on all available information, it was determined that known inherent risk of the device was the most probable cause for the reported event.

Event description:
It was reported that the patient had undergone reverse total shoulder arthroplasty. Twelve days post procedure, the patient had a dislocation of the treated shoulder. The cause of the dislocation was unknown. The patient underwent a revision surgery during which the humeral tray was replaced and it was reported the surgeon used a different bearing was used for additional thickness. The procedure was successfully completed. The patient tolerated the procedure well and there was no clinical consequence to the patient.